Event description:
A catheter fracture and flipped pump were reported, and it was noted that the pump flip had been diagnosed prior to discovery of the catheter fracture. The patient had poor pain relief, less than 50% therapy relief, "lack of effect," and soft tissue swelling in her back. No signs of overdose or withdrawal were noted. A dye study was done, but they could not see where the contrast was going. An x-ray indicated that the catheter "appeared to be curled up in the spine pocket," and the physician noted the section connected to the pump was "tangled up". The tip of the catheter was thought to be located around t10, and a disconnect was suspected between the spine pocket and the tip of the catheter. When the physician withdrew from the side port (expecting dye), it clearly started out as dye but then "started to take on a look of cerebrospinal fluid". A CT scan indicated that the catheter was fractured, and one fragment was in the intrathecal space. It was reported that the patient had a difficult time getting a bolus request to "go through", and fluoroscopy revealed that the pump had flipped. The pump was surgically revised, but the healthcare professional hcp indicated that at that time a dye study was not done so it was unknown whether the catheter had already fractured at that point. Consequently, they "wanted to know about" leaving the intrathecal portion of the catheter in the body. The medication used within the system was dilaudid. No additional information was available at the time of this submission.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
Additional information was received. It was reported that the patient had a replacement surgery on (B)(6), though it was not specified if the system was completely or partially replaced at that time. A catheter dye study and either an MRI, x-ray, or CT scan found a disconnect of the pump and catheter, though it was noted that the catheter remained intrathecal. It was also noted that the break had occurred at the insertion site. The patient outcome was notated as "non-serious injury or illness".